Manufacturer narrative:
This case was reported from a consumer to FDA directly. Follow ups to the reporter are underway.

Event description:
2019-unk - a patient received 1st supartz fx injection. 2019-06-15 - fever occurred after the injection. 2019-unk - arthritis in both shoulder, wrist, hips occurred after the 2nd injection. 2019-unk - it was worsened after the 3rd injection. According to the patient, doctor denied that this was a side effect but no one got arthritis overnight in both sides of joints. The patient have trouble getting out of bed, walking, brushing teeth. (B)(6) 2019 - the patient reported that this was still going on. The patient was taking a low prednisone and waiting to see a rheumatologist. The patient stated that he/she was healthy other than knee pain from overuse until this series of injections.

Manufacturer narrative:
This is a definitive report. This case was reported from a consumer to FDA directly. Three follow up attempts were made without success. Further information is not forthcoming. The code of 4316(appropriate term/code not available) for h.6 manufacturer evaluation conclusion code was selected because the reported adverse event was not known nor documented in the labeling and the insufficient information does not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On 2019-unk - a patient received 1st supartz fx injection. On (B)(6) 2019 - fever occurred after the injection. On 2019-unk - arthritis in both shoulder, wrist, hips occurred after the 2nd injection. On 2019-unk - it was worsened after the 3rd injection. According to the patient, doctor denied that this was a side effect but no one got arthritis overnight in both sides of joints. The patient have trouble getting out of bed, walking, brushing teeth. On (B)(6) 2019 - the patient reported that this was still going on. The patient was taking a low prednisone and waiting to see a rheumatologist. The patient stated that he/she was healthy other than knee pain from overuse until this series of injections.